Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an mrsa infection at the implant site. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The skin over implant was infected and the implant was visible due to the wound over the implant. The user had an mrsa infection. The implant was removed and cleaned and the infected skin was removed. After reimplanting the device multiple electrodes showed high impedances. So the surgeon decided to use the back-up device. The wound was not closed at the measurement.

Event description:
The skin over implant was infected and the implant was visible due to the wound over the implant. The implant was removed and cleaned and the infected skin was removed. After reimplanting the device multiple electrodes showed high impedances. So the surgeon decided to use the back-up device. The wound was not closed at the measurement.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.